Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button press due to corroded keypad traces.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was 73 mg/dl. The customer was not able to clear the alarm. The product was returned for analysis.